Event description:
It was reported that the patients ipg stopped working. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.